Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.